Event description:
In preparation for the treatment of the left lobe of liver with therasphere a left lobe of the liver angiogram with maa was scheduled. During that procedure interventional radiologist experienced difficulty catheterizing left hepatic artery via stanard approach due to tortuous anatomy. He attempted maa infusion through aortic arch; that was unsuccessful also. At the end of the procedure the pt developed expressive aphasia and was rushed to ER. Head CT showed no evidence of an acute intracranial bleed or infarcts. Head mra revealed: two acute small foci of infarctions, one in the left subinsular region and one in the left temporal lobe; no sign of large territory infarction; mra correlation with loss of the left anterior temporal artery consistent with infarction in the same distribution; 30% stenosis of the left carotid bulb secondary to posterior wall plaque. The pt was discharged to home the next day 24 ambulating independently. Pt was able to speak using simple sentences and had a very slight difficulty with comprehension of complex topics. Speech therapy will be provided for pt. Therasphere infusion to the left lobe of liver cannot be done. The pt will be advised about chemotherapy options. This incident is probably a result of dislodged plaque during reforming of simmons 2 catheter in the aortic arch. This is a known risk of liver angiogram performed through aortic arch approach and it is not related to therasphere as a device being regulated by this protocol.